Event description:
The customer reported the subject device was leaking. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the suction channel. This report is being submitted for the presence of foreign material found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Upon further evaluation, service found a leak due to a perforation in the rubber cover. The bending angle was insufficient due to stretching of the angle wire. The angle knob was out of specification due to stretching of the angle wire. Dirt that was difficult to remove was observed on the objective lens. Scratches were observed on the control section, distal end cover, adjustment ring, switch box, scope cover, up/down knob, right/left knob, grip, universal cord, scope connector side of the universal cord, control section side of the universal cord, and scope connector. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the foreign material could not be identified; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.